Manufacturer narrative:
(H6) no parts have been received by the manufacturer for evaluation. B17,c20,d15 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that system displayed, "3d mode disabled, navigation connected but not ready".as a troubleshooting step confirmed all boxes were green on navigation system. Confirmed navigated spin had a check mark on the pendant. Representative recommended rebooting the image acquisition system (ias) and mobile view station (mvs) and switching from the hand switch to the footswitch but site declined. Site took another spin and the navigated image appeared with no other issue. No additional information was provided.

Manufacturer narrative:
H2) b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Add info received imaging system being used during a transforaminal lumbar interbody fusion- tlif procedure. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome